Manufacturer narrative:
(B)(4). Eval, results: (cause of death due to chronic cardiac failure). (Death).

Event description:
On the day of the index procedure, ECG check confirmed abnormal q-wave and st elevation. Dapt was not administered as pci was performed in emergency. Unfractionated heparin was dosed. One endeavor sprint coronary stent was deployed in the mid lad and one endeavor sprint stent was deployed in the distal rca. Another brand stent was deployed in the distal lad. Another ECG check confirmed abnormal q-wave and st elevation. The pt was discharged two weeks later. Thirty day f/u confirmed no adverse event. Approx 3 months later, it was reported that the pt developed a fever. Pt was hospitalized for aspiration pneumonia. During the hospitalization, pt suffered from enteritis and infection of the urinary tract associated with pneumonia. The general condition of pt got worse gradually. Approx 3 months later, the pt died due to worsening of chronic cardiac failure. Death was assessed as a non-sudden, cardiac death. The investigator reported no causal relationship with the product, zotarolimus or procedure. Reference MFR report number 9612164-2011-00859.